Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed

Event description:
Incident was reported by the patient's location of purchase. It is alleged that the patient experienced a corneal ulcer. He was seen for treatment at his local hospital a&e, location and contact information is unknown. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution. Should additional information become available it will be provided to FDA in a follow-up report.